Event description:
Customer reported via phone call they were experiencing high blood glucose level. The blood glucose level was 411 mg/dl. Insulin pump was not working and shut off certain times so it did not give insulin. Customer went to bed and blood glucose was 189 mg/dl. After customer bloused through the insulin pump and then woke up with blood glucose around 270 mg/dl. Customer took another bolus and woke up with high blood glucose. Customer took an insulin injection. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that insulin pump under delivering insulin. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.